Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019 and 16/apr/15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was reported to be due to an implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having experienced "unusual pain, tingling, swelling, numbness, or burning of the breast." Side was unspecified, this record is for the right side. No indication of treatment or surgical reoperation, device remains implanted.